Event description:
The patient concerned due to only having had a 4:00 am catheter so far since device but patient stated still having urgency to go. Patient stated it's getting uncomfortable holding the urine she can feel it in her legs and in her sides really badly. Per patient discomfort was not from device stimulation. Patient stated her discomfort doesn't' come from device it was from the urine she could not release. Patient confirmed implant date of service (dos) (B)(6). The manufacturer would follow up later today with patient.